Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d4, g3, g6, h2, h3, h4, h11. D4: the expiration date for 1 possible screw mentioned in initial report is feb 7, 2034. (180554 lot 66528340). H4: the manufacturing date for 1 possible screw mentioned in initial report is feb 7, 2024. (180554 lot 66528340). The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined for screw fracture. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty using a vrs system approximately one (1) year and two (2) months ago. Subsequently, the patient underwent a revision surgery due to implant fracture and the presence of a possible infection. All implants were explanted from the patient.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 110027734, compr vrs glen pps min tpr adr; lot#: unknown. Item#: 115310, comp rvrs shldr glnsp std 36mm; lot#: 496210. Item#: unknown, unknown humeral tray; lot#: unknown. Item#: 115400, comp rvs cntrl 6.5x50mm st/rst; lot#: 66233624. Item#: 00434901013, 10mm a 130mm length humeral stem; lot#: 66418220. Item#: 00435003600, 36mm vit e liner +0mm; lot#: 66383530. Product ID was provided for three screws; however it is unknown which of the three screws fractured. Therefore, the fractured screw could be any of the following: item#: 180553, comp lk scr 3.5hex 4.75x30 st; lot#: 66406051. UDI: (B)(4). Manufacture date: 2023-11-28. Expiration date: 2033-11-28. Item#: 180554, comp lk scr 3.5hex 4.75x35 st; lot#: 66528340. UDI: (B)(4). Manufacture date: 2024-02-24. Expiration date: 2034-02-24. Item#: 180556, comp lk scr 3.5hex 4.75x45 st; lot#: 779130. UDI: (B)(4). Manufacture date: 2021-10-06. Expiration date: 2031-10-06. G2: foreign: japan. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded by the hospital as biohazard. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.